Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that customer's blood glucose level remained elevated (600 mg/dl). Reportedly, the contact would routinely disconnect at the luer lock and change just the cartridge. Contact was unclear if the tubing was filled entirely after changing just the cartridge (possibly introducing air into the tubing). During system check with tandem technical support, pump history showed that the cartridge was changed every 4-6 days and infusion set was not regularly changed within 3 days. Follow up with contact on (B)(6) 2015 indicated that the customer was doing much better after meeting with the clinical diabetes specialist who recommended changing the infusion set and cartridge every 3 days.